Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, two (02) photographs of the samples were provided for evaluation. Visual inspection of the photographs showed that the equipment was outside its original packaging (peel pouch). However, there is no evidence of cyclohexanone on the observed equipment, which is known to cause adhesion between the adapter parts. The reported condition was not verified on the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) plexitron solution administration sets were difficult to disconnect from the anesthesia extension. The issue was further described as, "it is difficult to manipulate since it is tight and does not allow its removal". This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.